Event description:
It was reported that during coil embolization of the subarachnoid hemorrhage (sah), the subject coil prematurely detached during use and was pushed into the coil mass by the coil delivery wire. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.